Event description:
A field engineer was performing a cold head replacement procedure and brought a ferrous helium cylinder into the magnet room with the magnet at field. The engineer went about the process of changing the cold head when the magnet attracted the helium cylinder to it. The engineer was hit by the cylinder in the face. The engineer broke their jaw and suffered head injuries during the incident. The procedure documents that ferrous cylinders are not to be brought into the magnet room. Other service documentation also warns about ferrous objects in the magment room becoming projectiles.